Event description:
It was reported that initial therapy detection was appropriate, then noise caused another detection resulting in shock and arrythmia. Patient presented to ER approximately 3 hrs after last shock. Pacing impedance was <200 ohms. Device was removed from service. No patient complications have been reported as a result of this event.